Event description:
Laparoscopy - "clips are not closing enough. Surgeon used a second clip applier with success. Delay with the surgery." Patient status - "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.